Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of leaking on the extension tube was unconfirmed. The product returned for evaluation was a 20ga x 0.75¿ powerloc max infusion set. The sample contained usage residue throughout. The sample contained what the complainant indicated was hollihesive; which was reportedly being used to strengthen the same joint on a sample which did not have a crack. That sample was confirmed to be free of damage. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the tubing on the port access needle was leaking at the connection at the male luer. 2/08/2019- additional information received stated, "port was accessed on 1/18 and tubing broke within the same day requiring re-access while chemo was infusing". It was stated this occurred with two devices. This report addresses the second device.